Event description:
Procedure type: king and griffin. During anastomosis, the staples were applied but the blade did not cut completely the tissues so, the stapler could not be removed. The surgeon manually cut the tissue and was able to remove the device. A leak test was performed and no leak was observed. The surgeon elected to perform a temporary ileostomy as a preventative measure. The patient is currently well and has been discharged from the hospital.